Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that the lead did not have enough length to slit the sheath and physician attempt with a longer lead.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.